Event description:
Update was received. The Coroner determined the cause of death to be SUDEP. From the coroner's report, the VNS generator replacement had not been conducted and was identified as a contributing factor, but not the cause of patient's passing.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
IT WAS REPORTED THAT THE PATIENT PASSED AWAY, NO DETAILS ON CAUSE OF DEATH WERE PROVIDED. SESSION REPORTS WERE PROVIDED FOR REVIEW. NO KNOWN RELEVANT SURGICAL INTERVENTION HAS OCCURRED TO DATE. NO OTHER RELEVANT INFORMATION HAS BEEN RECEIVED TO DATE.